Manufacturer narrative:
Date of event: exact date unknown, event occurred six (6) months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration which was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were not returned as they were kept by the medical facility.